Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image went dark during the procedure. The hive integration had been switched off. As a result, the user had to resort to using another system, as it was not possible to change any settings during the ongoing procedure. No negative impact in state of health reported.

Manufacturer narrative:
Additional information: the products were not returned to karl storz for investigation and still in use with the customer. Therefore, the reported issue "user was able to use the white light on tl400 (version c01.11.10); however, when the icg function was activated, the image went blank/black/dark. It was then discovered that the ks hive integration had been switched off" could not be confirmed. However, the conclusion is as follows: investigation is performed for tc201 and tl400 only, because those products can communicate via karl storz hive only. Based on the information provided, the switch from white light to icg was not successful. The switch between the different visualization modes is performed via karl storz hive system. The tl400 does not have the possibility to enable/ disable the ks hive function. This can be done by tc201 only. There are two possible options for disabling the ks hive. Option 1 is the user-related possibility, option 2 is a defect of the bios battery which then set the product date/ time to a random information. This leads ks hive to check the certificate and consequently the certificate is rated as not valid. Therefore, no communication is possible. Based on the fact, tc201 is still in use at the customer side, option 1 is determined as the cause of the issue. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. The event is filed under internal karl storz complaint ID: (B)(4).